Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/3.5/076 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned. The problem was not resolved. On 20-sep-2022, the lens was exchanged for a spherical model lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown. Reportedly, "five months after the first implantation of ticl lens, the patient found lens rotation in the left eye after surgery, and decided to perform ticl alignment surgery after the surgeon's interview. The lens rotated again 3 months after the operation. After consultation between surgeons and expert professors, it was decided to replace icl crystals, and the astigmatism was corrected by laser surgery.

Manufacturer narrative:
Additional information: d9-return date: (B)(6)2023 h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).